Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A medical investigation was conducted and confirms per subsequent e-mail, no consent has been granted for patient details and medical history. The attached pc form has been reviewed; however, it does not aid in determining the root cause for the reported revision. Since it was reported all three of the devices were explanted and no other complications were reported, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after tka a revision surgery was performed due to unknown reasons, the gen ii ps ((B)(4)), gen ii baseplate ((B)(4)) and ps insert ((B)(4)) were explanted. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.